Event description:
While the doctor was injecting local medication to the breast, the back part of the handle of the 10 ml control syringe cracked apart, almost causing the injection to be redirected. No harm was done to the patient. The surgeon wished for a safety report to be filed as it had potential for harm. The syringe was immediately sequestered from the field and will be placed in the appropriate area for investigation. Manufacturer response for syringe, (brand not provided) (per site reporter).